Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. There was tip damage. The wire lumen was flattened 1cm from the tip. Functional testing was conducted using a water filled inflation device to inflate the balloon to the rated burst pressure for 5 minutes with no sign of a balloon burst. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 8mm nc emerge® balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 8mm nc emerge® balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.